Manufacturer narrative:
(B)(4). Batch # h91991. (B)(4). The device did not work with this handpiece at all. Only after the handpiece was changed to a new one did the device work normally. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, in the beginning of an operation the blue handpiece did not function at all when tightened/assembled to the instrument. The same instrument worked well with a new handpiece. This blue handpiece had fifty-seven times of use left according to the generator. Unknown how case was completed. There were no adverse consequences for the patient.